Manufacturer narrative:
Investigation/evaluation: it was reported that the sheath of a rosch-uchida transjugular liver access set separated during a transjugular intrahepatic portosystemic shunt (tips) procedure. After the sheath was withdrawn from the patient, the sheath was noted to have separated at the hub. The procedure was completed with a new, like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence . Reviews of the documentation, including the complaint history, device history record, quality control procedures, as well as visual inspection of the returned device, were conducted during the investigation. One used device was received for evaluation. The hub was found to be separated from the sheath, with sheath material noted inside the hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were two other complaints associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of dmr, DHR, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible that resistance was noted while the sheath was being removed which resulted in the separation. It¿s also possible the sheath was removed by pulling on the hub which resulted in the damage. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the sheath of a rosch-uchida transjugular liver access set separated during a transjugular intrahepatic portosystemic shunt (tips) procedure. After the sheath was withdrawn from the patient, the sheath was noted to have separated at the hub. The procedure was completed with a new, like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.